Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced aphasia, cerebral infarction, and bradycardia. The day after a concomitant pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall isolation and left atrial appendage closure (laac) procedure using a farawave catheter the patient had aphasia symptoms. When an examination was performed findings of a cerebral infarction were observed. Movement of the posterior wall had also decreased from the ablation deliveries there and the patient had a tendency for bradycardia postoperatively, so the physician informed that anticoagulation should be managed carefully. No medial interventions or hospitalization was noted, but the aphasia had disappeared and the patient was asymptomatic afterwards. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to blocks a3a, a3b, b2, b5, and h6 impact codes.

Event description:
It was reported that the patient experienced aphasia, cerebral infarction, and bradycardia. The day after a concomitant pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall isolation and left atrial appendage closure (laac) procedure using a farawave catheter the patient had aphasia symptoms. When an examination was performed findings of a cerebral infarction were observed. Movement of the posterior wall had also decreased from the ablation deliveries there and the patient had a tendency for bradycardia postoperatively, so the physician informed that anticoagulation should be managed carefully. No medial interventions or hospitalization was noted, but the aphasia had disappeared and the patient was asymptomatic afterwards. The device is not expected to be returned for analysis due to disposal. It was further reported that the cerebral infarction was thrombotic in nature and prescence of a thrombus was confirmed on a computed tomography scan and on transesophageal echo prior to the procedure. The patient was administered edaravone. The symptoms resolved within thirty minutes. The complications prolonged the patient's hospitalization which lasted for five days. The patient has a history of cerebral infarction. A therapeutic activated clotting time (act) above 300 seconds was maintained during the procedure. The complication was noted to have resolved twenty-three days after the procedure.